Event description:
"Endoleak type ii or type iiib: on (B)(6) 2017: debranching was performed for the four visceral arteries. (The central anastomotic site was proximity to the terminal aorta.) On (B)(6) 2017: the procedure of tevar was performed with relay plus devices. Deployment range was from zone 4 to around the center of the abdominal aorta. (Distal: 28-m3 38 250 34 25 90u (B)(4), proximal: 28-m3 42 250 42 25 90u (B)(4) (B)(6) 2019: the physician observed that the thoracic aortic aneurysm (slightly below the aortic valve) that was treated with the initial tevar became bigger. Possible causes were (1) endoleak type [?]of celiac artery, endoleak type [?] And endoleak type [?]b of intercostal artery due to recanalization of the ligated celiac artery, and (2) combination of these factors. Selective angiography of the celiac artery showed endoleak type [?], then the physician performed embolization with vascular plug. Although endoleak type [?]b was not observed under aortography, the physician could not rule out the possibility of endoleak type [?]b, therefore determined to perform tevar during the procedure. Then, relay plus devices of 28-m3 42 250 38 25 90u (au-4225038), 28-m3 46 250 46 26 90u (B)(4) and 28-m3 46 250 46 26 90u (B)(4) were deployed. Deployment range was from zone 3 to the site that was about 2 cm closer to the distal than the distal end of the previous relay plus. After the relay plus devices were deployed, no endoleak was observed under angiography."

Event description:
"Endoleak type ii or type iiib: on (B)(6) 2017: debranching was performed for the four visceral arteries. (The central anastomotic site was proximity to the terminal aorta). On (B)(6) 2017: the procedure of tevar was performed with relay plus devices. Deployment range was from zone 4 to around the center of the abdominal aorta. (Distal: 28-m3 38 250 34 25 90u (au-3825034), proximal: 28-m3 42 250 42 25 90u (au-4225042)). On (B)(6) 2019: the physician observed that the thoracic aortic aneurysm (slightly below the aortic valve) that was treated with the initial tevar became bigger. Possible causes were (1) endoleak type [?]of celiac artery, endoleak type [?] And endoleak type [?]b of intercostal artery due to recanalization of the ligated celiac artery, and (2) combination of these factors. Selective angiography of the celiac artery showed endoleak type [?], then the physician performed embolization with vascular plug. Although endoleak type [?]b was not observed under aortography, the physician could not rule out the possibility of endoleak type [?]b, therefore determined to perform tevar during the procedure. Then, relay plus devices of 28-m3 42 250 38 25 90u (au-4225038), 28-m3 46 250 46 26 90u (au-4625046) and 28-m3 46 250 46 26 90u (au-4625046) were deployed. Deployment range was from zone 3 to the site that was about 2 cm closer to the distal than the distal end of the previous relay plus. After the relay plus devices were deployed, no endoleak was observed under angiography. Additional information received on 12/20/2019: on (B)(6) 2019: CT scanning revealed that the thoracic aortic aneurysm (slightly below the aortic valve) that was treated with the initial tevar became bigger. On (B)(6) 2019: the physician performed embolization with vascular plug for endoleak type ii of the celiac artery . It is unknown if the selective angioplasty was performed on the same day as the procedure above. Or not."